Event description:
It was reported that an edwards' mitral bioprosthesis was implanted in a patient, but the surgeon noted (images taken intra operatively), that there was a tear in the sewing cuff. Initial report indicates, "the valve was implanted and remained in the patient. No harm done to patient". Per additional follow-up on (B)(6) 2012, the surgeon indicated patient is doing fine. Surgeon also indicated there is a possibility that the suture may have cut the sewing ring. Surgeon also confirmed multiple checks for suture loops were performed and none were detected. No other information provided.

Manufacturer narrative:
As the valve remains implanted in the patient, intra-operative photos of the reported tear in the sewing ring were provided, and observations were as follows: photo shows a bioprosthetic valve sewn to patient's annulus, clearly exhibiting a tear in the cloth sewing ring of the valve. Three suture knots are located around the subject tear. Leaflet wrinkles were also noted at 2 of the 3 valve commissures. Investigation and conclusions: per labeling, all edwards' bioprosthetic valves undergo a rinse and preparation process in the operating room prior to implantation. It is unlikely that this cloth tear would not have been noticed during rinse, inspection and preparation by the surgical staff. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The valve undergoes 100% visual inspection during the assembly process. The assembler will inspect the sponge cover cloth, the wireform ring cloth, and the commissure cover cloth to ensure there are no loose threads, tears, or thread loops. It is very unlikely the device would have passed through inspection with the observed tear. The complaint database indicates no other related events reported for any valves processed under the same work order of the subject valve. Without return of device and further analysis of the reported tear (remains implanted), the root cause of this event could not be conclusively determined.